Manufacturer narrative:
(B)(4). Method: the complaint rt019 inspiratory/expiratory filter was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that the filter was returned with the insulation case separated. No damage was found to the filter or the insulation case. After reassembling the filter with its insulation case, the two parts formed a tight fit. A lot check could revealed no other complaints of this nature for lot number 160422. Conclusion: we are unable to determine what may have caused the condensation experience with the rt019 inspiratory/expiratory filter. Condensation in the breathing circuit can be caused by a number of setup and environmental factors. The use of the filter without or with a not correctly assembled insulation case would have increased the condensation in the filter. All rt019 inspiratory/expiratory filters are pressure tested for leaks before leaving the production line, and those that fail are rejected. The subject rt019 filter would have met the required specification at the time of production. The user instructions that accompany the rt019 inspiratory/expiratory filter state: - change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative two events with an fph rt019 respiratory filter and a servo-u ventilator: in the first event, the rt019 filter became wet and the ventilator's expiration cassette filled with fluid when used on a patient. The nurse hand ventilated the patient. The ventilator alarmed and the hospital staff checked the ventilator's expiration cassette and found it filled with dirt. In the second event, the rt019 filter was changed and the ventilator's expiration cassette was cleaned in the morning. A setup test and performance test of the ventilator's expiration cassette was conducted. After 15 minutes in use, the ventilator alarmed. Further information was received from the hospital that apparently the rt019 filter's insulation case separated. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint rt019 filter caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative two events with an fph rt019 respiratory filter and a servo-u ventilator: in the first event, the rt019 filter became wet and the ventilator's expiration cassette filled with fluid when used on a patient. The nurse hand ventilated the patient. The ventilator alarmed and the hospital staff checked the ventilator's expiration cassette and found it filled with dirt. In the second event, the rt019 filter was changed and the ventilator's expiration cassette was cleaned in the morning. A setup test and performance test of the ventilator's expiration cassette was conducted. After 15 minutes in use, the ventilator alarmed. Further information was received from the hospital that apparently the rt019 filter's insulation case separated. No further patient consequence was reported.